Event description:
A nurse reported that the intraocular lens (iol) delivery system would not grab the iol. The iol was returned stuck in the cartridge of the iol delivery system. There was no patient impact/injury associated with this event.